Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the armada dilatation catheter was prepared for use and during preparation, air could not be removed from the device. The connections were tightened and air was noted to continue coming back into the device. At the back table, the dilatation catheter balloon was inflated and noted to hold pressure appropriately. The device was re-prepped and was advanced into the patient anatomy. Inside the patient anatomy, a pinhole leak was noted at the hub area, where the device connects to the hypotube. The device was removed from the patient anatomy and no adverse patient effect occurred. A second same size armada was used without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation leaks were not able to be confirmed. During testing, the catheter held pressure without any leaks noted. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a conclusive cause for the reported leaks could not be determined. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event based on the returned analysis. Additionally, a review of the complaint history identified no other incidents for leaks from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.